Event description:
The customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm, which occurred on the homechoice (hc) during use, during drain 1. The drain volume (dv) equaled 43ml and the fill volume (fv) equaled 2400ml. The caregiver (cg) stated that the patient line seemed to have a hole and was leaking. The baxter technical service representative (tsr) assisted them in ending the therapy. The cg would advise the registered nurse (rn) of leakage during therapy. The tsr advised the hp to start over with new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver on (B)(6) 2012 and she was able to resume therapy after starting over with new supplies. She said it was actually the supply line that had a small hole and was leaking. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The sample received was visually inspected. No solution was noted throughout the set. No manufacturing abnormalities were noted. The set was then placed on a homechoice and primed with no alarms noted. The set was then tested underwater at 8 psi with no leaks noted. The set was clear-passage tested with no blockages noted.